Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery and the ipg was not placed into surgery mode. External devices would not connect to the ipg. The ipg is in service app mode, and is considered to be inoperable.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.